Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The right ventricular (rv) lead exhibited no waves, no markers on the electrograms (egm) and dislodgement. The right atrial (ra) lead exhibited position check failure. The implantable pulse generator (ipg) system remains in use. No further patient complications have been reported as a result of this event.